Manufacturer narrative:
Citation: noguchi y, taniguchi t, koyanagi m, furukawa y. Cerebral embolic protection with filters and an occlusion balloon catheter during transcatheter aortic valve replacement. Eur heart j case rep. 2024;8(2):ytae051. Published 2024 jan 29. Doi:10.1093/ehjcr/ytae051 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) using a medtronic 29 mm evolut pro+ valve with embolic protection devices (epds) in place as the patient was considered high risk for intra-operative cerebral infarction. In the account of the case, the authors wrote that no macroscopic materials were trapped by the epds. Then the authors stated that post-operative magnetic resonance imaging showed minor ischemic lesions on the patient¿s brain, but neurological examinations revealed no symptoms indicative of cerebral infarction. No further adverse consequences were noted in the article.